Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they had shocking from the implantable neurostimulator (ins) implant site to the vaginal area. It started suddenly, a couple weeks prior to the report. The patient stated they had been slowly losing weight but nothing drastic. They were not able to turn stimulation off or verify their settings, at the time of the report, as the patient had lost their patient programmer (pp). It was recommended that the patient follow up with their healthcare provider (hcp). The ins was indication for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va16c96, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the manufacturing representative (rep) reported the patient had shocking in the pelvic floor. The patient had gone back to work three weeks after implant and started to receive a shocking sensation around (B)(6) 2016. The rep noted that they worked in a post office and they were lifting heavy boxes and think something happened during the time they were working, lifting heavy boxes. They ran impedance checks and all electrodes, besides 2, were greater than 4000. They tried all 7 standard programs and had shocking sensations on most of them. The lead was explanted and replaced and the event was noted as resolved with no injury. Follow up from the rep also reported that after they thought it would be just a lead revision, the healthcare provider (hcp) could not get the set screw tightened on the implantable neurostimulator (ins). They opened a new ins and replaced it.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2017 15:58:18 cst pli# 10 product ID# 3058. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. The ins passed the impedance and final functional test on the automated test console. Analysis information -- (B)(6) 2017 16:15:19 cst pli# 20 product ID# 3889-28. Analysis identified that the {x} conductor(s) was/were crushed in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. There were insignificant anomalies found. The conclusion code of (B)(4) applies to the lead and (B)(4) applies to the ins. The results code of (B)(4) applies to the lead while (B)(4) applies to the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.